Event description:
Caller states that the following results were obtained on a patient with an inform system within 10 minutes: 558 mg/dl and 227 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.